Event description:
It was reported that a zero tip basket was to be used in a ureteroscopy procedure. During unpacking, it was found that there was no basket at the end of the device. The procedure was completed with an alternate device and there were no patient complications.

Manufacturer narrative:
Block h6: device code a0501 captures the reportable event of basket detachment.